Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported by the patient that the site was bleeding. Investigation of the pod found a tear in the cannula.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula. It could not be determined when or how the soft cannula was damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was received with evidence of blood on the adhesive pad and soft cannula. Inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies that would result in bleeding or bruising. The exact cause of the bleeding event could not be determined.